Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked in multiple locations. The embolization coil was intact with its pusher assembly and had offset coil winds. Conclusions: evaluation of the returned smart coil revealed that the embolization coil winds were offset. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, damage such as offset coil winds may occur. The offset coil winds likely prevented the smart coil from being advanced into the non-penumbra microcatheter. Further evaluation of the returned smart coil revealed that the pusher assembly was kinked in multiple locations. These kinks were likely incidental and may have occurred from packaging the device for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coils). During the procedure, the physician placed the initial smart coil in the target vessel using a non-penumbra microcatheter. While attempting to use a new smart coil, the smart coil would not advance into the hub of a non-penumbra. After three failed attempts, the smart coil was removed. The procedure was completed using another smart coil and the same microcatheter. There was no report of an adverse effect to the patient.